Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2018-00260; 509-00-032, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the patient required revision surgery due to stem loosening from a previous procedure involving a monolock rsp stem. At the time of revision, the patient had a 32mm standard semi-constrained liner in place, and the surgeon used a 32mm standard liner with an 8mm standard spacer to complete the procedure.